Manufacturer narrative:
Eval summary: the analysis results confirmed that the cs14c device was returned with the distal tip of the blade broken off and the piece missing.the identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch history records were reviewed with no anomalies noted during the mfg process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info

Event description:
It was reported that during a liver resection procedure, the device displayed an error code 5 notification from the generator. Another device used to complete the procedure with no pt consequence.